Event description:
It was noted that the patient presented for an implant procedure. During the left bundle branch lead placement, the physician applied excessive torque to the right ventricular lead when the lead failed to bore. On the second attempt of lead placement, fluoroscopy confirmed that the lead insulation was twisted. It was also noted that the lead helix failed to extend, and the lead was found to be damaged. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events of helix mechanism issue and ¿the lead was damaged¿ were confirmed. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. X-ray examination of the lead noted the helix was bent/ damaged consistent with procedural damage. Unable to perform helix mechanism/ extension test due to the bent/ damaged helix as received. The cause of the reported events was isolated to the damaged helix and helix being clogged with blood/ tissue.